Event description:
It was reported that the autoplex system cracked on the sides after activation allowing the cement to leak out during a case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. (B)(4): not received by manufacturer.